Event description:
Additional information received indicated that the patient presented in clinic for follow-up. A device interrogation revealed that the patient's implantable cardioverter defibrillator (ICD) exhibited post-paced t-wave oversensing. Programming changes were made. The patient was stable throughout.

Event description:
It was reported that the patient's implantable cardioverter defibrillator (ICD) exhibited post-paced t-wave oversensing. Additional information was requested and not received. The patient's condition was unknown.